Manufacturer narrative:
Device investigation narrative - three fast-fix 360 curved needle delivery systems were returned for evaluation. No ts or sutures were returned. Visual assessment showed the actuator on each device is in its post t2 deployment position indicating multiple deployment slider actuations and complete deployment. The devices were functionally tested for proper actuator advancement and cycling and were found to function as intended. Each device needle is slightly bent. Per the device IFU under warnings ¿do not push the deployment slider twice or the second implant will deploy prematurely¿. Further investigation is not warranted at this time. Device evaluated by the manufacturer. Evaluation codes updated. (B)(4).

Manufacturer narrative:
Add health care professional. Device was not available for evaluation. Add check on other and populate (B)(4) as the country where incident happened. Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time.

Event description:
It was reported that during a procedure using a fast fix 360 device, the t1 and t2 implants deployed simultaneously. The procedure was completed using a backup device. There were no significant delays or patient complications reported as a result of this event.